Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported mechanical jam could not be determined. Factors that may contribute to difficulty deploying the plunger include, but is not limited to, patient anatomy (human tissue, calcification) or user technique (failure to maintain a stable position of the device with respect to the tissue tract). Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a 12f sheath hole prior to an interventional procedure. Reportedly, when pressing the plunger, it jammed on the first attempt. Additional force was applied, the device unlocked. However, the decision was made to remove the device and replace it. The sutures of two new prostyle devices were successfully pre-placed. The procedure was completed, and hemostasis was achieved with the pre-placed prostyle devices. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported mechanical jam was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty deploying the plunger include, but is not limited to, patient anatomy (human tissue, calcification) or user technique (failure to maintain a stable position of the device with respect to the tissue tract). Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: correction device available for evaluation updated from no to yes. H3: correction device evaluated by MFR? From no to yes. H6: type of investigation code 4115 was removed.